Event description:
It was reported that in 2007, the patient was presented with pain in his left arm, neck and back. Surgeon operated on the patient¿s cervical spine, fusing vertebrae together wherein rhbmp-2/acs was implanted. As a result of this surgery, patient¿s pain level increased significantly and he lost flexibility. At a post-operative visit, the surgeon told patient that he was doing well and that he would be as good as new in one year if he underwent another surgery, which is refused by the patient. The patient continued treating with the surgeon for a couple of years after his surgery. Currently, the patient experiences pain everyday, which is much worse than the pain he experienced before undergoing surgery with the surgeon.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.